Event description:
The technician alleged the side rail is not latching properly. No patient impact.

Manufacturer narrative:
The technician found debris and dirt in the latching mechanism. The technician cleaned the side rail latching mechanism to resolve the issue.